Event description:
It was reported that the pump was alarming no disposable, pump wont run. The settings were reviewed, the pump was turned off and tubing clamped. Cassette removed and tubing massaged. The bubbles are present in the cassette tubing. The cassette was tapped on a hard surface and reattached. Pump alarm returned upon start up. The process was repeated and alarm persists. The patient was not affected. No additional information available. There was no patient injury reported.

Manufacturer narrative:
A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. The probable cause due to improper user interaction with the product. No product was returned however the pumps operators manual indicates see user manual section references that the pump will alarm no disposable if a cassette disposable is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. No product was returned however the pumps operators manual states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.